Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 52mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 56mm, (B)(6) 2010, 53.8mm, (B)(6) 2011, 56mm, (B)(6) 2012, 58mm, (B)(6) 2013, 58mm, (B)(6) 2014, 58. There is aneurysm enlargement of 6mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.